Event description:
A physician reported that following the cataract surgery with intraocular lens (iol) implant procedure, the patient refractive error was s+0.5 c-0.75. The patient complained of decreased visual acuity and discomfort with a distance 0.3 correction of 0.4. The lens exchange procedure was performed with a single piece of sensor. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).